Event description:
It was reported that the lead had fluctuating impedances. The patient had six-seven inappropriate shocks. The lead was explanted and replaced. There were no further reported patient complications as a result of this event. The patient further reported that his lead fractured and that he received 13 to 14 shocks on the way to the hospital, and that following lead replacement the patient became infected and was in the hospital for 60 days, of which 2-3 weeks the patient was on life support. He has since been discharged from hospital. The lead was returned to the manufacturer, analyzed, and tested out of specification. Further alleged that the patient "experienced inappropriate and/or excessive shocking, or failure to receive therapeutic shocks", resulting in replacement of the defective [lead], and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages".

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned and analyzed.